Event description:
It was reported that the atrial lead was capped and replaced with a new lead. It was also reported that the device reached elective replacement indicator (eri) therefore the device was removed and replaced with a new device. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The ema wirebond was loose/detached as analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The ema wirebond was loose/detached. The no output and no telemetry conditions were the result of lifted hybrid bond wires.